Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), pelvic pain ("pelvic pain,chronic/ pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and memory impairment ("other injury(ies) or complication: forgetfulness") and was found to have weight increased ("weight gain"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal . Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, metrorrhagia and weight decreased outcome was unknown and the abdominal pain, back pain, fatigue, weight increased, pelvic pain, vaginal haemorrhage, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, genital haemorrhage, memory impairment, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on an unknown date: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') and genital haemorrhage ('general abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), fatigue ("fatigue") and pelvic pain ("pelvic pain,chronic") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, back pain, menorrhagia, metrorrhagia, weight decreased, fatigue, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury updated to pelvic pain. New events expulsion, abdominal pain , back pain, metrorrhagia (bleeding b/w periods),menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, fatigue, weight gain, weight were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), pelvic pain ("pelvic pain,chronic/ pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and memory impairment ("other injury(ies) or complication: forgetfulness") and was found to have weight increased ("weight gain"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal . Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, metrorrhagia and weight decreased outcome was unknown and the abdominal pain, back pain, fatigue, weight increased, pelvic pain, vaginal haemorrhage, abdominal distension and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, fatigue, genital haemorrhage, memory impairment, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on an unknown date: expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), bloating, forgetfulness. Reporter information, events onset date, events outcomes, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.